Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw/ unknown quantity/ unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: lewis, james r., monk, john, chandratreya, amit p., hunter, james p. (May 15, 2007). Changing the management from olecranon screw traction to percutaneous wiring for displaced supracondylar fractures of the humerus in children. A justified decision? European journal of trauma and emergency surgery 3: 256-261. England. This article compared two methods of treatment to manage displaced (garland ii) supracondylar fractures in children. Treatment was changed from overhead olecranon screw traction to manipulation and percutaneous wiring in 1996. The olecranon screw traction procedure was performed under surgical aseptic conditions and through a stab incision. A partially threaded 6.5 mm ao cancellous screw, with the traction clip attached was inserted into the proximal ulna distal to the physis and at the level of the coronoid, inder image intensifier control. One of the two threads of the screw were left protruding outside the bone to assist subsequent implant removal. From 1986 to 1996, 151 children (mean age 6.8 years - 1 to 14 years) with garland iii supracondylar fracrures were treated with olecranon screw traction. Follow-up included clinical and radiographs assessments. Complications: three patients were documented to experience superficial infections, which resolved with oral antibiotics; three patients required a revision to re-site the olecranon screw; and four patients had cubitus varus (clinically apparent) and all four refused corrective surgery. This is report 1 of 1 for (B)(4). This report is for an unknown ao screw. This report is for 1 device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: part number unknown, UDI number unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.